Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and there was already an opening in the package before it was opened. There was no adverse patient consequence. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a hole was observed on the pouch of the device. There was no evidence of the outer box condition. A device history record (DHR) evaluation was performed, and no internal actions related to the reported complaint condition were identified. Due to the findings during the photo analysis, a manufacturing investigation was performed. Based on the investigation, it was concluded that the issue reported by the customer did not originate at the j&j medtech facilities, because in accordance with manufacturing procedures, all steps and key points were successfully executed in the packaging area and inspected as mentioned in j&j medtech procedures. Due to the conditions in which the product was received, it was not possible to establish the root cause since the investigation indicated that the packaging of the product was in accordance with manufacturing procedures. All processes were successfully documented in the DHR in accordance with the procedures established at the j&j medtech facilities. Based on previous information and the j&j medtech packaging controls, the customer complaint is not related to the packaging process. The customer complaint was confirmed based on the picture received. The root cause of the damage to the pouch could be related to the handling of the device after it left the j&j medtech facility, and before the procedure; however, this cannot be conclusively determined. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-feb-2026. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The pouch involved in this complaint was not returned. No other tests were required. The open pouch seal issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: h6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Investigation findings: no findings available (c20) / investigation conclusions no problem detected (d14) / were selected as related to the evaluation of the returned device. Investigation findings: packaging compromised (c160501) and appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: packaging (g04094) were selected as related to the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and there was already an opening in the package before it was opened. There was no adverse patient consequence. Additional information indicated that when the complaint was called in, the catheter was in a biohazard bag, and the package was thrown away. The device was not used in the patient, since it looked like the catheter was not sterile anymore and could not be used due to safety reasons.